Event description:
Boston scientific received information that through a remote monitoring system that this device detected multiple out of range pacing impedance measurements on the right ventricular (rv) lead. After review with boston scientific technical services (ts), it was suspected there was calcification of the lead tip. No intervention was scheduled, the patient will continue to be monitored. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.